Event description:
The device was used during a partial lung resection procedure. Reportedly, the staples did not form properly. The surgeon applied another device and resected additional tissue to complete the procedure. The hosp has reported no pt injury occurred.